Manufacturer narrative:
(B)(4). The complaint was received and forwarded on to the manufacturing facility for investigation. Unfortunately, the customer sample was not available for evaluation at the time of completing this investigation. It is vital to the investigation that the customer sample be available for examination and testing. If the sample is available later, it will be examined and complaint investigation updated to include evaluation results and any additional action required. The device history record for the finished good was reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included incoming and in-process inspection, non-conforming reports and manufacturing records. The minimum tensile strength specification for the tubing is 750 psi. DHR of these tubing demonstrated tensile strength results of a minimum of 1003 psi in testing performed. The minimum pull test specification for this drain is 5.0 lb. DHR demonstrated pull test results of a minimum of 19.8 lb (drain/tubing junction area) and 14.1 lb (perforated area) in quality testing performed. Inspection records for the raw materials used to extrude the tubing and mold the flat section were reviewed and certificate of analysis indicates that all test results were within specification limits, including tensile and tear tests. The lot number reported was manufactured on january 31, 2011. This is the first complaint received on this catalog in the last 12 months. Root cause for the reported concern cannot be identified with the amount of information available. As preventive actions, the customer will be provided with a copy of the directions for use. We will continue to monitor trends and utilize this information as part of our continuous improvement.

Event description:
The drain was placed in the patient for drainage of fluid after a c-section. The sub-fascia jackson pratt broke off below the skin during attempted removal. The patient required a diagnostic laparoscopy through single umbilical port for removal of the jp drain without complications. The patient was discharged the next day. No injury to patient other than additional procedure for removal. The drain was not returned for investigation.